Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. Review of the submitted log files revealed no notable events or alarms and captured the pump functioning as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. A is currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late post implant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had non-sustained but recurrent ventricular tachycardia (vt) on (B)(6) 2024. The patient was asymptomatic despite the vt storm that the implantable cardioverter-defibrillator (ICD) monitoring detected. Cardioversion was performed. Although the arrythmia resulted in no clinical compromise and it was noted that the patient had a history of vt and had an ICD prior to pump implantation, the arrhythmia was not resolved. The patient had recurrent vt and was on medical therapy. The arrhythmia was not thought to be device related. The event log files captured no unusual events.